Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effect of pain, fistula, hemorrhage are listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects of pain, fistula, hemorrhage, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis and unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis and unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled¿ same-day discharge after percutaneous closure of persistent foramen ovale using intracardiac echocardiography and the gore septal occluder.

Event description:
This article was a study aimed to assess the same-day discharge feasibility and, safety, and incidence of complications in patients undergoing persistent foramen ovale (pfo) closure with intracardiac echocardiography (ice) using the gore®cardioform septal occluder (gso) device. The secondary aim was to analyse the efficacy of femoral vein access closure with perclose proglide. The study was performed from (B)(6) 2017 to (B)(6) 2020. The total number of patients was 262, with 166 patients receiving the proglide vessel closure device. Complications included the adverse patient effects of pain at access site, fistula, minor venous bleeding, figure-of-eight sutures, surgical intervention and extended hospitalization. Device issues of technical failure and failure to achieve hemostasis were reported. It was concluded that this study demonstrates the safety and feasibility of same-day discharge (sdd) in patients undergoing pfo closure for cryptogenic stroke with the gso device. Sdd after pfo closure can lead to healthcare savings and better utilization of healthcare resources. Specific patient information is documented as unknown. Details are listed in the article titled: "same-day discharge after percutaneous closure of persistent foramen ovale using intracardiac echocardiography and the gore septal occluder".